Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that a patient¿s generator and lead were explanted due to infection. Device history record for the generator and lead were reviewed. Both devices were confirmed to have been hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.